Event description:
A treatment plan was produced to treat intra-cranial metastatic lesions located in 3 treatment regions: 1 left cerebellar, 1 right parietal and 1 right temporal-frontal. Each region was prescribed to receive 20 grays (gy) to 99% of the planning target volume (ptv) in a single fraction. In the process of optimizing the plan for the temporal-frontal region the normalization of the plans for the two previously optimized regions was inadvertently changed by the system to default values. This change in normalization resulted in plans where 20 gy was delivered to 50% of the ptvs in the cerebellar and parietal regions instead of the prescribed 99%. This change in normalization was not noticed by the treatment planner. It was also not noted during the physician and physics review and approval process.manually optimizing the multileaf collimator (mlc) leaf positions and normalization on one treatment region of a multi-isocenter plan caused the treatment planning software to behave in an unanticipated manner and alter the previously set normalization levels for the other treatment regions of the plan.brainlab tech representative is aware of the incident. We are awaiting response from the vendor.